Manufacturer narrative:
For this sample, no data was provided by the customer. Though a root cause cannot be established, the most likely cause for the discrepancy observed is either due to the sample having a low viral load where results can waiver, and/or the sample-to-sample variability.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result with one patient sample using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas liat system. On (B)(6) 2022, the sample was initially tested on cobas liat and generated a sars-cov-2 positive and influenza a&b negative result. The same sample was tested on a separate cobas liat and generated the same sars-cov-2 positive and influenza a&b negative result. A second and third samples were collected and tested on cobas liat which generated a negative result for all three targets (sars-cov-2, influenza a&b) the initial sars-cov-2 positive result was reported. Results were corrected and reported as negative for sars-cov-2 upon retests. No harm is alleged. Per FDA guidance for eua, 1 MDR is being submitted.